Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2020, the patient underwent removal of an unknown locking compression plate (lcp) proximal tibial plate and unknown screws due to deformation fusion, and the patient experiencing pain. Originally, the patient underwent surgery ten (10) months ago in order to fix the knee joint. The reduction position had collapsed, and the bone union had progressed to some extent with the fractured part deformed. Initially, it was planned to re-fix, but the surgery was completed only by removing the plate system that had been indwelling. Patient status was stable. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unk - plates: tibia. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate: tibia/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent removal of a locking compression plate (lcp) proximal tibial plate due to the plate being deformed and the patient experiencing pain. Originally, the patient underwent surgery ten (10) months ago in order to fix the knee joint. The patient's status is unknown. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is for one (1) unk - plates: tibia. This is report 1 of 1 for (B)(4).